Manufacturer narrative:
Per tandem's user guide: if you drop your pump or it has been hit against something hard, ensure that it is still working properly.

Event description:
It was reported that a malfunction alarm occurred after the pump was dropped. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose value was 85 mg/dl.